Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 412 mg/dl. The customer treated with the pump. The customer stated that he replaced the battery and allowed the pump to deliver insulin. The customer stated that his blood glucose was 132 mg/dl at bedtime. The customer stated that the pump alarmed battery out limit around 3am during the night. The customer stated that the pump alarmed during normal use. The customer stated that the pump might have been bumped but not dropped. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump and call if problems persist.